Manufacturer narrative:
It is not known at this time if the device will be returned for investigation. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
This specific new feature was an improvement from gamma ap instrumentation. However, I do see that there is a slight chance for the c-ring to dislodge and end up retained in the wound. Dr (B)(6) wonder if he should back-track and abolish this well-meant design, or should we find ways to secure it better. Details pls see attached powerpoint doc. Lot # of the device is kp 28729.